Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported that there was stimulation in the wrong location and the patient's spinal cord stimulation (scs) system was removed. Initially, the patient's scs system was working for her, but then it was sending signals to the wrong leg. This was considered a sudden change in therapy/symptoms. It was determined this was because the leads had moved and they were not correctly positioned. The patient had a full system explant in (B)(6) 2008 because she did not want to undergo a revision surgery. The patient later ended up getting a new scs system implanted in (B)(6) 2014. The patient's indications for use included chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.